Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited noise that was oversensed. The patient received inappropriate anti-tachycardia pacing due to the noise. Programming changes were made in-clinic on (B)(6) 2018 and the patient was stable.